Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A defective line cord was observed during the visual inspection. When the device was powered on with a new line cord the over temperature alarm was tested and operated correctly. The bad line cord was replaced and it passed functional testing. UDI, operator of device, if the initial reporter also sent report to FDA and date rec'd by manufacturer are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the over temperature alarm is not functioning. No patient injury was reported.